Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Between 2006 and 2008 a total of 19 men and 50 women underwent tea (total elbow arthroplasty) surgery. 1 (1%) of the patients experienced motor deficiency. This was treated by decompression of the ulnar nerve without symptomatic improvement. Article citation: bone joint j 2015; 97-b:681-8. According to dr. De vos the results of this article are only based on the latitude system and not latitude ev. Dr. De vos stated that all cases were asymptomatic and no cases were revised because of the rh.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.